Event description:
An olympus representative reported on behalf of the customer that the tip of the cover glass on video telescope "endoeye hd ii", 10 mm, 30°, autoclavable is cracked. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the objective lens was confirmed to be damaged. The outer tube was also dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive force. Olympus will continue to monitor field performance for this device.